Event description:
It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The guidezilla extension catheter was advanced through a non-bsc guide catheter and the physician noted a dissection located in the left main. A stent was implanted to treat the dissected lesion. No additional patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).